Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown mg/dl. The customer's mother reported that insulin is visible past both o-rings and did not see any insulin in reservoir compartment. The customer's mother reported that insulin is visible inside the reservoir compartment. Th customer's mother doesn't have the pump. The customer will call back and will provide information. We found motor error alarm in alarm history. The alarm occurred during rewinding.